Event description:
It was reported that the patient the patient experienced a pericardial effusion, hypotension and was hospitalized. A faradrive steerable sheath clear was selected for atrial fibrillation (a fib) ablation. During the procedure it was reported the patient septum was out the ordinary and needed to re-wire and reposition with a non-boston scientific sheath that was used for transeptal with non-boston scientific needle. Transseptal puncture was successful and blood pressure was normal and stable at the moment. However, when the physician had pulled back from the left atrium, a pericardial effusion was noted and blood pressure dropped. Physician then proceeded to do a pericardiocentesis and remove the fluid. The patient was sent to the ICU. The patient had successfully recovered from the event and was discharged.

Manufacturer narrative:
The device was not returned for analysis, therefore, a technical analysis could not be performed. Device history record (DHR) review: there was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion and hypotension are known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A risk review performed for the farawave catheter confirmed that the event of additional intervention required is a known event defined in the product risk management documentation. Labeling review: review of the instruction for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The "known inherent risk of device" cause code was selected based on the information provided within the event description. Pericardial effusion is an expected procedural complication addressed within the IFU for the farawave catheter. Hypotension is considered a secondary physiological response to the event. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced a pericardial effusion, hypotension and was hospitalized. A faradrive steerable sheath clear was selected for atrial fibrillation (a fib) ablation. During the procedure it was reported the patient septum was out the ordinary and needed to re-wire and reposition with a non-boston scientific sheath that was used for transeptal with non-boston scientific needle. Transseptal puncture was successful and blood pressure was normal and stable at the moment. However, when the physician had pulled back from the left atrium, a pericardial effusion was noted and blood pressure dropped. Physician then proceeded to do a pericardiocentesis and remove the fluid. The patient was sent to the ICU. The patient had successfully recovered from the event and was discharged.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.